Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. A review of aralast was also performed relative to the subcategory 'administering difficultly'. The complaint rate for this subcategory for 2024 ytd is approximately 0.0%, with no previous complaints of this type. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected.

Event description:
Report received from pv on 17sep2024: solicited. Patient reports needle feels blocked when putting it in. No further details provided.